Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood. The blood glucose level was 41 mg/dl. Customer blood glucose was 224 mg/dl and 180 mg/dl. Customer also complained for change sensor and calibration not accepted. Troubleshooting was decline for low blood glucose. The insulin pump will not return for the analysis. The sensor will return for the analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found broken cannula broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Missing one needle.